Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed by using another room. The philips remote service engineer (rse) examined the system remotely and confirmed that some movements of the c-arc were not available. Upon troubleshooting the rse connected to the local technician and confirmed that the system did not perform motorized movements but moved only manually. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found calibration issues in the flex arm. The fse confirmed that the geo-control board needed to be replaced. The cause of the geo-control board failure could not be conclusively determined by the supplier's part analysis, however, the replacement of the geo-control board by the fse resolved the reported issue and restored the functionality of the system. After replacement and necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that some of the system geometry movements were not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.